Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump had a blank display even after battery replacement. The customer¿s blood glucose level was unknown at the time of the incident. The pump had a blank display the previous day but was able to come back on. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display noted.